Event description:
It was reported that the vertical lift column on the 9800 system would not work during a case. The table was moved up and down and the procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power supply and fast stop switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.